Event description:
The hcp reported that the pump was explanted due to "chronic seroma" - unable to find cause. The hcp returned the pump for analysis and has requested analysis to determine if "pump is working". The patient was receiving lioresal via the pump. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available. Same as manufacturer's report # 6000030200700268.

Manufacturer narrative:
Final device analysis reveals no anomaly found- normal device function.